Event description:
It was reported to baxter (B)(4) that two intermate lv100 devices were leaking. This is report number 2 of 2. The devices had been filled with 90 milligrams pamidronate in 250 milliliters 0.9% normal saline when the leak was discovered. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.